Event description:
On (B)(6) 2013 the distributor contacted animas alleging that the display exhibited a pixel color change and dim/faded text. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 11/12/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/30/2013 with the following findings: the pump booted to the verify screen with a dim pink contrast. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal with no discoloration of text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.